Event description:
A hospital risk mgr reported that a pt experienced trauma when a physician attempted to introduce a gif-140 endoscope into the pt's trachea during an upper endoscopy procedure. The gif-140 was removed and a gif-160 was passed into the pt's esophagus. According to the risk mgr, the pt sustained a subcutaneous emphysema of the neck and thoracic inlet. Hospitalization and medical treatment were required and the pt was released from the facility several days following the occurrence. The physician stated that the pt had a "tortuous and redundant esophagus".